Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer met resistance while loading the cartridge with insulin. Blood glucose was 78 mg/dl. Customer changed the needle tip and loaded a new cartridge.